Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve, which can encompass multiple failure modes. In this case, the explanted device was not returned to edwards for analysis. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after eleven (11) years, nine (9) months due to stenosis and regurgitation. A mitral prosthesis was used in replacement and it was reported that the 27mm surgical valve was cut into pieces and sent to pathology. No additional details were provided.